Event description:
The manufacturer received a voluntary medwatch (mw 5113328) from FDA alleging a user was wearing a philips magnetic mask and their spouse's heart monitor and heart defibrillator was operating and functioning erratic and abnormally for unknown reasons. Multiple attempts to obtain more information have been unsuccessful. There was no report of serious patient harm or injury. There was no report of medical intervention. No product will be returned for investigation. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
Not returned to manufacturer.